Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: unavailable. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional through a clinical trial that during a medial collateral ligament (mcl) repair surgery of the right knee on (B)(6) 2021, it was observed that the anchor on the 4.5 hlx adv br 2.5 dynat wht device broke while being inserted into the bone. According to the report, 3/4 of the anchor was in bone with excellent fixation; therefore, a new anchor was not used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: unavailable. The lot number was unknown; therefore, the expiration date, manufacturing site name, and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a healthcare professional through a clinical trial that during a medial collateral ligament (mcl) repair surgery of the right knee on (B)(6) 2021, it was observed that the anchor on the 4.5 hlx adv br 2.5 dynat wht device broke while being inserted into the bone. According to the report, 3/4 of the anchor was in bone with excellent fixation; therefore, a new anchor was not used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary:the complaint device is not being returned, therefore unavailable for a physical evaluation. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.